Event description:
Customer reported not able to test blood glucose due to errc 4 message and battery icon and booklet icon appeared on their freestyle flash meter. Customer reported experiencing symptoms of numbness, sweating, tingling, dizziness, lightheaded and loss of consciousness. Paramedics were called and treated customer with glucose through an IV.

Manufacturer narrative:
Customer's meter has been returned to the lab and complaint was not confirmed. All results were within the range specification and no errors were observed during control solution testing. The meter does not exhibit the memory overwrite malfunction. There is not enough evidence to support the product malfunction contributed to the medical event.